Event description:
It was reported that during an implant procedure when attempting to implant the lv lead, as the physician was accessing the coronary sinus, the patient coughed vigorously. This caused the competitor sheath to dislodge, perforating the coronary sinus and a mild pericardial effusion was noticed. The implant of the lv lead was abandoned after a few attempts. The patient was monitored in the critical care unit. Patient was stable and feeling well post procedure. No additional treatments were scheduled, and the patient will be scheduled for another lv lead implant procedure at a later date.

Manufacturer narrative:
Analysis was normal. No anomalies were found.